Event description:
It was reported that occlusion alarms occurred. The customer changed the infusion set and cartridge and resumed insulin. There was no adverse impact on the customer's blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.